Event description:
It was reported that during an extraction procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated, since the device was seized. However, worn bearings and other worn components were discovered throughout the device. The worn bearings can be a cause of overheating. .